Event description:
During a typical flutter procedure, temperature issues with the catheters resulted in a procedural delay. When initiating rf ablation of the isthmus, the application would stop upon reaching a temperature of 58°c. The equipment was set up as follows: 70w power, 60°c temperature, 150 impedance, and 120 seconds duration. Every time the temperature reached between 58°c and 60°c, the rf application was interrupted. Even after adjusting the temperature setting to 62°c and 63°c, the energy delivery was still limited when the temperature reached between 58°c and 60°c. The applications lasted no longer than 5 seconds, as the temperature quickly rose to 58°c¿60°c and was then interrupted. The catheter was replaced with another 8mm ablation catheter, but the issue persisted. Two return pads were used, and the settings were adjusted but, the rf application continued to be interrupted. The second catheter was changed to a flexability catheter, and the settings were adjusted to 30w and 43°c which resolved the issue. The flutter was quickly terminated with only a few applications. The procedure was completed with no adverse effect on the patient, who remained stable and without complications. Post-ablation tests were performed, confirming the success of the flutter applications, there was no further indication of arrhythmia.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83425) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report includes an update to the medical device problem code.